Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, the balloon ruptured and became stuck in a previously placed stent. The pt was sent for bypass surgery. The surgeon was able to remove most of the balloon materials; however, the balloon separated and some balloon material remains in the pt. Pt status is listed as "okay".